Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no adverse impact to customer's blood glucose level. A replacement cable and wall adapter was sent to the customer to resolve the issue. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.